Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room. Upon device interrogation, the right ventricular lead exhibited noise oversensing, failure to capture, and low impedance. The patient received inappropriate high voltage therapy due to noise and failure to capture. No intervention was performed. The patient was stable post event.